Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Lead dislodgment was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.